Event description:
It was reported via distributor that there was phantom fowler motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-01760.

Event description:
It was reported via distributor that there was phantom fowler motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.